Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl.